Manufacturer narrative:
The device was received deployed. The download data did not show any timeouts or drive stalls during the run that would have indicated a failure to deliver insulin. The bottom housing cannula window and e seal were checked for damages and no issues were observed. Investigation found no abnormalities with the needle mechanism. The caused of the improper insertion could not be determined. The cannula assembly was investigated and the exposed portion of the soft cannula was neither bent or kinked. No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. No other damages or deficiencies were observed during the investigation.

Event description:
It was reported that the patient's glucose reached 21.8 mmol/l (392.4 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. Upon removal, insulin was noticed leaking, the cannula had not properly inserted into the skin and was bent. Hyperglycemia treated by delivering bolus.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.